Event description:
Reference number: #0014. Lot number: #rampkq or #rdmbra. A long bovie tip was opened onto the surgical field and was counted in per policy. Upon start of the surgery, the bovie machine was set to cut: 40 and coag: 40. The patient was burned on the right breast incision and the bovie tip seemed to have burned away part of the outer coating of the bovie tip. The use of this tip was immediately discontinued, and doctor stated he had to change the surgery due to the burn. A new bovie tip was opened for use but was passed off due to the potential of another burn. Per doctor's operative report: ¿of note, the long insulated bovie tip used for the dissection in the pockets was discovered to have a hole in the insulation. This resulted in skin burns on the inferior portion of the incision on the right breast. The burned skin was able to be excised and the incision closed without incident.¿